Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of pain, loose, vertical cup. The cup had no signs of bone in-growth. Update (B)(6) 2010 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were received and information provided in the records per the surgeon indicate that her symptomatology is consistent with failure due to metallic debris. Further, it is indicated that chromium and cobalt levels were elevated. The femoral head was added to this complaint due to the receipt of this additional information.